Event description:
It was reported that the patient developed a pericardial effusion post implant. A percutaneous tap was done, and the patient was taken to surgery. The physicians were unable to locate a hole or lead perforation, so no lead revision or repositioning was required. At the postoperative check the following morning the patient was reported to be doing well. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2014. (B)(4).